Event description:
It was reported the 355sd was used during a diagnostic laparoscopy. It was reported the button was not depressing correctly. It was difficult to arm the device. The surgeon was able to complete the case with the device. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49662. D6: device returned with no lot identification. Endopath dilating tip trocar: based upon the inquiry info, visual examination and functional testing, no conclusion could be reached as to how the reported event during surgery occurred. The device was examined, found to be functional, and was cycled repeated without incident. The device was tested using a porvair simulation of skin and found to function as intended. The experience reported by the surgeon could not be repeated during testing.